Event description:
The pt had been ill with periods of nausea and vomiting for a month. On 3/4, meter, using another test strips was 111 mg/dl. 15 mins later, a paramedics's meter reading (unknown brand) was 441 mg/dl. He was transported to the hosp where a hosp meter reading of >500 was obtained. The pt was admitted and treated with antibiotics and insulin. Comparative testing was performed on the pt's meter using co's test strips and the other test strips in use at the time of the event. The results were 189 mg/dl and 60 mg/dl respectively. The meter is cleaned according to MFR's recommendations and was in calibration on 3/6, reading 84 within the labeled calibration range of 73-98.